Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the scope communication error occurred due to corrosion on the plug unit, circuit board unit in s-connector is dirty due to water leakage, whereas a definitive cause for the reported event of foreign objects in the c-cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had scope communication error code e216, foreign objects in the c-cover and circuit board in the scope connector is dirty. There was no patient involvement.